Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low crpl3 c-reactive protein gen.3 result for one patient sample. The initial result was 0.1 mg/l and was reported outside the laboratory as <0.6 mg/l. As the patient has a disease which makes a very low crp result unbelievable, the doctor asked for repeat testing. The sample was repeated on another cobas 8000 c (701) module and the result was 17.6 mg/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.